Manufacturer narrative:
This is one event for the same pt involving three separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced a sudden cardiac event and collapsed on or about (B)(6) 2006 after use of the product. The pt's atty also alleged that the decedent subsequently expired on (B)(6) 2006.